Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-41695, 2017865-2022-41696, 2017865-2022-41698, 2017865-2022-41699. It was reported that the patient presented to the clinic with swelling, redness and blistering at the device site. The implantable cardioverter defibrillator, right atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Event description:
Related manufacturer reference number: 2017865-2022-41695, 2017865-2022-41696, 2017865-2022-41698, 2017865-2022-41699, 2017865-2022-41897.